Event description:
It was reported that post coronary stent placement procedure, a stent thrombosis occurred. Patient presented with chest pain and was hospitalized. The patient was referred for cardiac catheterization. Target lesion #1 was located in the calcified proximal left anterior descending artery (lad) with 100% stenosis. Target lesion #1 was treated with rotablator ablation using a 1.5 mm burr cutting balloon, and the target lesion was pre-dilated using an unknown device. Then a 2.50x32mm promus element plus stent was implanted at 12 atm. Post-dilation was performed and an ivus diagnostic catheter was used to check the implanted stent, with residual stenosis of 0%. The patient was discharged on the next day post procedure on aspirin and clopidogrel therapy. Eleven days later, the patient presented with chest pain and was hospitalized the following day. Coronary angiography was performed and revealed a 100% stenosis and an in- stent thrombosis at the proximal lad. Plain old balloon angioplasty was performed within the implanted stent and completed the procedure. The patient was discharged 10 days post index procedure on aspirin and clopidogrel therapy.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).